Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to verify failed battery test alarm due to o button response. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer stated that she was giving herself 3 units of insulin when she got a button error. Customer took out the battery and when she put it back in, she still received an alarm. Customer also received a failed battery test and the alarm was not cleared. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.